Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information received: the event was described as capsule contraction ou. The patient noticed a decrease in vision. A yag procedure(s) was/were performed. The lens was explanted approximately 14 weeks post implant and exchanged with another model lens. The surgeon indicated the likely cause of the event was capsule contraction causing lens footplates to "bend" in, causing progressive astigmatism.

Event description:
It was reported that the lens is to be explanted due to lens torque and progressive cylinder. This report pertains to the patient's right eye. Reference MDR# 1313525-2015-02043 for the event associated with patient's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.